Manufacturer narrative:
No device returned for evaluation. Device history record review did not show any issues.

Event description:
During a 3 probe procedure, all probes passed pretesting. During the first freeze, 2 probes frosted up the shaft. The other probe was ok. Complaint 1 of 2.